Event description:
The user reported that during hemodialysis a leak was found in the blue hub of the catheter. Dialysis was suspended at that time. Upon examination, the hub was found to be cracked. The implant date was not provided. No harm or injury to the pt was reported.

Manufacturer narrative:
Device eval: one device was returned for eval. A f/u report will be sent when eval is complete.